Event description:
Hillrom received a report from a patient stating the device had power cord damage. The patient was unable to tell if the copper wire was visible. The device was located at the patients' home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. The vest® airway clearance system instructions for use (IFU) documents several warnings for the users to help prevent injury and/or equipment damage. The following warnings should be obeyed: if this product has a damaged power cord or plug, is not working properly, or has been dropped or damaged, do not operate it. For examination and repair, contact hill-rom. The vest® airway clearance system instructions for use (IFU) note that minimal routine maintenance and periodic cleaning are necessary for the vest® airway clearance system. Facilities should do these tests and examinations annually: examine the overall condition of the unit for damage or missing parts, examine the power cord and connector for cuts, scrapes, or other damage, do electrical safety tests in accordance with facility protocols, connect the air pulse generator to a disposable garment and to an appropriate power source. Make sure the unit is operational, and that all functions operate correctly. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a patient stating the device had power cord damage. The patient was unable to tell if the copper wire was visible. The device was located at the patients' home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
UDI related data quality updates only. This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, manufacturer name, product code, and UDI corrections were required to this MDR in alignment with the gudid.